Event description:
User experienced reproducibility issues with several analytes for "some time". User said multiple patient samples were affected, but could not provide specific number of samples involved or dates of occurrence. The following 2 patient examples of discrepant results were provided: sample 1, on (B) (6) 2009 initial result gave 412; repeated five times giving 200, 200, 194, 445 and 433 mg per dl. Same sample was repeated four times the next day giving 400, 10, 200, and 400 mg per dl. Sample 2, on (B) (6) 2009 initial alk phos gave 14; repeat gave 100 u per l. The results were not reported out. The field service representative found a problem with the syringe seals, and replaced the syringe seals. Customer ran a precision study to verify analyzer performance.